Manufacturer narrative:
(B)(4) - (cuvette lot number f0jac194) and (B)(4) (cuvette lot h0jac232). Method, result, conclusion: manufacturer/evaluation/investigation currently in process. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that patient act values recorded during ECMO have been running lower than expected based on heparin dose. Customer has been using usp lower potency heparin since (B)(6) 2010. Based on report, bolus administration of heparin at 10 u/kg is administered. In this case patient weight was on ECMO following surgery for hypoplastic left heart. Patient weight was (B)(6), and had estimated blood volume of 265 ml, producing heparin concentration of 0.12 u/ml. The act labeled sensitivity is 1-6 units of heparin per ml of blood. Conference call was held with institution on (B)(6) 2010 to discuss recommendation for a more appropriate test for this application, i.e. One with a lower concentration range. Liquid quality control readings were acceptable.